Manufacturer narrative:
Cardiac science's review of the rescue file indicated that the device correctly identified the patient's vf rhythm as shockable rhythm, advised a shock, and started to charge. However, the lid of the device was closed and reopened. A stuck shock button error (0x71 error) was then detected by the device which resulted in "service required" prompt. The available information in this rescue is consistent with a scenario that, after the device was charged and waiting for the user to press the shock button to deliver the shock, the lid of the device was closed and reopened. After the lid was reopened, the user kept pressing the shock button while the device was performing its power-on self-tests which caused the 0x71 error. This scenario has been duplicated in our lab. The device used in this rescue was also returned to cardiac science and examined by service department. The device performed as designed.

Event description:
It has been reported to csc (manufacturer) and FDA that during an attempted rescue, the AED did not function properly. The unit advised a shock, but did not deliver one. Instead, it gave a "service required" message. Note: this event was reported to csc, and to FDA by their medical director.